Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an off no power alarm. Customer blood glucose value was unknown. Customer did not receive a low battery alert prior to off no power alarm. Customer stated that the insulin pump had failed battery alarm. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Test. No motor error alarm noted. Motor passed motor test. No unexpected battery out limit anomalies noted.